Event description:
Event description cpi received information that this small patch lead and large patch lead were both capped. During a replacement of an implantable cardioverter defibrillator (ICD) good dft (defibrillation threshold) measurements could not be obtained after trying several configurations. Because the patient has cardio myopathy, the physician elected to discontinue the lead testing. Two days later an invasive procedure was performed to replace the leads due crinkling of the leads, which was apparent on an x-ray.